Event description:
It was reported that a patient underwent a retropublic sling procedure approximately six months ago. The patient saw the physician for a routine examination was found to have a midline exposure roughly 1.5cm in diameter. The patient underwent a procedure to repair the mesh exposure on (B)(6) 2010.

Manufacturer narrative:
(B)(4). (Mesh exposure). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.